Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced large claw, tube drive, wiper seal, rear case, carriage block assy and rt iui. Performed calibration. A review of the device history record for sn (B)(6) was performed from the date of manufacture 03/11/2015 to the present date 11/27/2020 and note that this device has been returned for service once which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there were no production failures indicated on the source device.

Event description:
The customer reported the device had broken claws. No patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the device had broken claws. No patient involvement.